Event description:
Note: date of event is unknown. On january 30, 2009, a boston scientific corporation employee became aware of a clinical study article, "first data on the palliative treatment of patients with malignant gastric outlet obstruction using the wall-flex enteral stent: a retrospective multicenter study" published in endoscopy 2007; 39: 434-439. The following information was derived from this article: a wallflex enteral duodenal stent was used for a stenting procedure. According to the article, the patient developed a self-limiting bleed. There is no further information from the article regarding the status of the patient.

Manufacturer narrative:
The suspect device lot number is unknown; therefore, the device expiration and manufacture dates are unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.